Manufacturer narrative:
(B)(4).

Event description:
It was reported catheter entrapment occurred. The target lesion was an occluded non-bsc stent located in the superficial femoral artery (sfa). The occluded stent was crossed with a thruway .014 300cm wire followed by a 2.4mm jetstream xc atherectomy catheter. The jetstream catheter was activated with the blades down initially, but on the first pass after approximately 45 seconds of activation time resistance was noted and the wire appeared to be stuck inside the jetstream lumen. Rex mode was initiated to loosen the wire which was then removed and discarded. A second thruway wire was then passed through the same jetstream catheter but met resistance close to the tip and could not be successfully passed through. The procedure was completed with a new 2.4mm jetstream xc atherectomy catheter with no issue. No patient complications were reported and the patent status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 catheter shaft. Inspection of the catheter shaft showed that it had no guidewire returned in the device, and that it had been severed at the pod and only the shaft was returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported catheter entrapment occurred. The target lesion was an occluded non-bsc stent located in the superficial femoral artery (sfa). The occluded stent was crossed with a thruway .014¿¿ 300cm wire followed by a 2.4mm jetstream® xc atherectomy catheter. The jetstream catheter was activated with the blades down initially, but on the first pass after approximately 45 seconds of activation time resistance was noted and the wire appeared to be stuck inside the jetstream lumen. Rex mode was initiated to loosen the wire which was then removed and discarded. A second thruway wire was then passed through the same jetstream catheter but met resistance close to the tip and could not be successfully passed through. The procedure was completed with a new 2.4mm jetstream® xc atherectomy catheter with no issue. No patient complications were reported and the patent status was stable.